Event description:
It was reported that the fluid warmer was "broken". No additional information received. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer complaint was unable to be duplicated. No fault was found. The reservoir gasket and o-rings were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.